Manufacturer narrative:
Product analysis: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Visual examination of the connector noted no anomalies. Tool marks were noted on the device can/shield. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased; the patient collapsed in the bathroom and was unresponsive. Nine one one was called and cardiopulmonary resuscitation initiated. The decedent¿s spouse believes the implantable cardioverter defibrillator (ICD) delivered therapy, but was not sure the battery was strong enough. Additional information was requested and it was learned that approximately one month prior to the patient¿s death, per the clinic, the battery was approaching elective replacement indication. Information from the clinic also revealed the death ¿may have been associated with cardiac arrhythmias."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.